Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and was not able to confirm the inability to remove the protective balloon sheath. The shaft inner member was found separated and the balloon would not inflate due to the damage. While a search of the lot history record indicated no related non-conformance records for this specific lot, based on a chemical analysis, an expanded related record review and investigation, a product issue potentially related to difficulty removing the sheath was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been put in place to prevent further recurrence of this issue.

Event description:
It was reported that prior to use, an attempt was made to remove the sheath; however, resistance was noted. When the sheath was able to be removed, the balloon was found to be broken and bent. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.